Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). The device history records for the returned sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed prior to the dispatch of the sam 300p from heartsine technologies, belfast on 23rd july 2013 on receipt of the device the history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed on (B)(6) 2013 and that it had performed to specification up to (B)(6) 2016. During this time the device records one occasion in which the temperature was recorded below the minimum recommended stand-by temperature for the device of 0°c with a low of -0.9°c recorded. The device was disassembled to investigate. Devices returned for switching on automatically have symptoms including an excess current drain and multiple manual power ups mainly of ten minute duration. The current drain of the device was within specification and there were no multiple manual power ups or ten minute manual power ups recorded. The device performed to specification throughout testing at heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.